Event description:
On (B)(6) 2011, the pt was being treated for an abdominal aorta with significant embolic disease. The physician planned to implant a gore excluder aaa endoprosthesis iliac extender component to maintain patency in the aorta. There was no complaint of aneurysm. The physician implanted a gore excluder aaa endoprosthesis iliac extender component in the infrarenal aorta. The proximal end of the device landed approx one centimeter below the renal arteries. The distal end of the device landed approx one centimeter above the aortic bifurcation. The physician then ballooned the proximal end of the device (12 mm diameter) with a (B)(4) medical balloon. The balloon inflation was at the smallest range, approx 11-12 cc range and just enough.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.